Event description:
It was reported that cartridge alarm occurred during load process despite caller following instructions and alarm recurred when caller attempted to load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Caller switched to multiple daily injections as backup therapy, cts arranged replacement pump under warranty, confirmed shipping details, instructed caller to place pump into storage mode and return it using pre-paid label, and advised caller to re-enter pump settings and reconnect continuous glucose monitor on replacement device, which caller understood and acknowledged.